Event description:
Caller reported a cartridge alarm 29 during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed by technical support to put the pump into storage mode prior to returning it and will be receiving a replacement pump with updated software. Caller understood and acknowledged the instructions and was advised to return the problematic pump to tandem within 10 days using a return box and pre-paid label.